Event description:
The account alleged when someone sits on the foot section the hi/low runs up a few inches. No injuries.

Manufacturer narrative:
The technician found the trend switch was failing. He replaced the trend switch to repair the bed.